Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was observed as guide separation. The reported needle to cuff miss was confirmed. The reported device entrapment and audible noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A cuff tab detachment was noted. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, excessive force was used to advance the device. Per the instructions for use, excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is likely that the guide break occurred during excessive downward force, or aggressive downward or torsional pressure which likely would have induced the cuff miss and subsequent device damages and entrapment. The reported noise (pop/click) was likely the result of the guide break. The reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6- device code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient had a high bifurcation of the superficial femoral artery and profunda and on obtaining access, the right profunda was punctured accidentally. The physician decided to obtain access via the left common femoral artery for the endovascular interventional procedure and close the right profunda with a prostyle device before heparin was administered. A 6f sheath was used. Reportedly, the physician used excessive force when advancing the prostyle in the artery and heard a "pop/click" sound. As there was blood flow seen coming from the marker lumen, the foot was opened and the device was deployed. When the plunger was removed after deployment, a cuff miss [suture retrieval issue] was noticed. The foot of the device was closed; however, the device could not be removed from the patient. On further x-ray, it was found that the metal portion (proximal guide) of the device had separated from the black sheath portion (distal guide/sheath), but was still held together by the actuator wire. General anesthesia was administered and cut down surgery was performed to remove the prostyle device from the patient. A clinically significant delay in the procedure was reported and hospitalization was prolonged due to the surgical cut down. No additional information was provided.